Event description:
It was reported that at device changeout, low impedance was observed. An alert was received stating that herapy was aborted due to possible hv lead issue. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.